Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed no-flow through a one-link standard bore catheter extension set¿s connector. This occurred as the nurse attempted to connect a non-baxter blood set to the one-link extension set. To correct the problem, the nurse removed the one-link connector and connected the primary set to the extension set without the one-link adapter. The infusion was completed with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.